Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent to knee revision surgery due to disease progression with lateral side wear. The wear involves the femoral and tibial components. The primary surgery was performed overseas many years ago. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown oxford femoral component; lot # unknown unknown oxford bearing; lot # unknown g2: foreign - event occurred in australia. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.